Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Customer could not recall bg value. Reportedly, the customer lost consciousness due to bg level. Customer consumed carbohydrates to address bg and paramedics were contacted but did not provide any treatment regarding low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.